Event description:
It was reported that the patient observed insulin leakage at the luer adapter end of the cartridge during a supply change and did not note visible damage; the patient replaced all supplies and requested guidance on exiting the fill tubing option to restart the process, after which they resumed normally. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer education and troubleshooting performed remotely. Investigation of this case revealed no device damage observed by the user and resolution through user guidance. It was concluded that the event was addressed with education, with no adverse health effects and no further action required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.